Event description:
Per tm - unit is shutting down without warning. They claim it is happening on battery and ac power. 'I have a customer who has had their site rite 8 numerous times for repair. Now it's randomly shutting down in the middle of procedures. It's full charged. They've even tried to keep the unit plugged in during the procedure to hopefully help it but it still happens.'

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. The scanner was charged to 100% and when the ac adaptor was removed it ran on battery power for approximately 5 minutes. No shut down occurred when the scanner was connected to the ac adaptor. During evaluation, the reported issue of unit is shutting down without warning was confirmed and reported issue is due to a failure on the lithium ion battery. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. The scanner was charged to 100% and when the ac adaptor was removed it ran on battery power for approximately 5 minutes. No shut down occurred when the scanner was connected to the ac adaptor. During evaluation, the reported issue of unit is shutting down without warning was confirmed and reported issue is due to a failure on the lithium ion battery. The device was serviced, tested and returned to customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit is shutting down without warning. They claim it is happening on battery and ac power. 'I have a customer who has had their site rite 8 numerous times for repair. Now it's randomly shutting down in the middle of procedures. It's full charged. They've even tried to keep the unit plugged in during the procedure to hopefully help it but it still happens.'

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time

Event description:
Per tm - unit is shutting down without warning. They claim it is happening on battery and ac power. 'I have a customer who has had their site rite 8 numerous times for repair. Now it's randomly shutting down in the middle of procedures. It's full charged. They've even tried to keep the unit plugged in during the procedure to hopefully help it but it still happens.'